Event description:
Boston scientific received information that the device was set to ventricular tachycardia mode to value other than monitor plus therapy. The field representative called in regarding the red alert. Boston scientific technical services (ts) stated that there were no related call logs and discussed that the device was programmed to monitor only with the programmer (prm). Further, ts explained the possible reasons for this red alert and the field representative will still have to investigate further. Additional information confirmed that the physician was aware if the programming changes and was taking care of it; however, it was not determined if the de-activation was intentional. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.